Manufacturer narrative:
Added information to h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including history of coronary artery bypass graft (CABG).

Event description:
Edwards received information that a patient with a 19mm aortic valve underwent a valve-in-valve procedure after an implant duration of approximately nine (9) years due to severe aortic stenosis and regurgitation. The patient presented with heart failure and dyspnea on effort. The procedure was performed with a non-edwards transcatheter valve. The patient outcome was not provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information have been unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.